Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, patient received replace battery alarm after battery was replaced with new one. Pump powered on with audio and vibration. Patient stated that the power issue was not resolved with two other new battery packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/31/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/18/2014 with the following findings:a review of the device history indicated two low battery warnings with code 177 for the same battery. No evidence of excessive battery usage was found in the pump history. The battery compartment was intact with no evidence of damage or moisture ingress. The battery cap secured properly to the pump; a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress was found. No evidence of intermittent contact was found to the battery terminal contacts.